Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the patient called reporting difficulty reading and writing and expressed not wanting their wife to drive from her residence every two days to assist with supply changes. The patient also noted ongoing issues with blood glucose (bg) management. At the time of the call, bg was 122 mg/dl (dexcom g7). The lowest bg level reported was 45 mg/dl. The agent explained that the patient was in range, but the patient expressed confusion about the correct target range, believing it should be between 120¿180 mg/dl and attempting to correct whenever bg falls below 120 mg/dl. The patient also reported feeling uncomfortable wearing the pump at night. He described an incident where his wife woke him due to bg dropping to 45 mg/dl, requiring correction by drinking orange juice. The agent attempted to access the patient¿s bionic report but found no available data, as the patient does not have a smartphone. No symptoms reported during the event, and no intervention required at the time of call.